Event description:
It was reported that the insulin pump had a battery cap that could not be removed. The blood glucose reading was 174 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit had a battery cap with a stripped battery cap coin slot, cracked liquid crystal display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.